Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The one month post-operative imaging showed the presence of a type iii endoleak at the juncture of the aortic body and iliac limb stent graft overlap. As of the date of this report, there have been no patient sequelae reported and the patient will continue to be monitored.